Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "possible helium loss alarm" cannot be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump alarmed helium loss. The client became aware that the sealing ring on the helium tank had to be changed. The helium tank and sealing ring was successfully changed on the pump. There was no report of patient death or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarmed helium loss. The client became aware that the sealing ring on the helium tank had to be changed. The helium tank and sealing ring was successfully changed on the pump. There was no report of patient death or complications.